Event description:
The single chamber pacemaker involved in this MDR was interrogated during scheduled follow-up on (B)(6) 2010. The physician reported that a long ventricular pause (4.5s) occurred upon mv (minute ventilation) sensor activation; reportedly, this pause was not well tolerated by this dependant pt. Reportedly, the physician was not aware that mv sensor could not be activated when a unipolar lead was connected to the pacemaker.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.